Manufacturer narrative:
(B)(4). The leak was detected just above the green cone on the y-piece (not further specified) previously described as leaking at the y-junction during therapy. One day after experiencing the leak, the peritonitis manifested as abdominal pain. On the next day, the patient began treatment with cefepime (1 gram, frequency not reported) intraperitoneally (ip) for an unknown indication. One week later, the patient discontinued cefepime and on the same day, the patient began treatment with kefzol (1.25 gram, frequency not reported) ip for an unknown indication. Four days later, the patient discontinued kefzol and the next day the patient began treatment with cefuroxime (dose, frequency not reported) orally for an unknown indication. Four days later, the patient discontinued cefuroxime. On the same day as beginning the cefuroxime, the peritonitis was resolved and the patient was recovered from the event. The physician believed there to be a causal relationship between the bag system and the peritonitis (not further described). Physioneal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was a fluid leak at the y-junction of the tubing and breach in aseptic technique. The breach was further described as touch contamination when the patient touched the leaking point and completed therapy. The next day, the patient was hospitalized for the peritonitis event. Treatment was not reported. On an unreported date, the patient was discharged from the hospital. The outcome of the peritonitis event was not reported. The action taken with physioneal therapy was not reported. No additional information is available.